Manufacturer narrative:
Additional mdrs associated with this MDR: 3025141-2013-00168, (B)(4); 3025141-2013-00169, (B)(4); 3025141-2013-00171, (B)(4); 3025141-2013-00172, (B)(4).

Event description:
The anchor pulled out of the bone requiring revision surgery to remove the acu-sinch system.